Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unknown), but the key switch rotated 360 degrees not allowing the device to switch from AED mode to manual mode. The medics were able to obtain another device to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.